Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 the patient reported that they had severe headaches after the surgery and the ¿spine¿ was leaking that lasted for 2 weeks. It took another week for the blood patch. The patient also stated that the morphine made him dizzy and they couldn¿t think. The patient still had memory problems. The patient stated that it was because of the implant complications, severe headaches, leak and blood patch that he lost his job. The patient¿s pump was now alarming and due to the pump, he had lost his job and insurance and when this happened his managing physician ¿fired¿ him due to no insurance. The patient was unable to get his pump filled. The pump had started to alarm single tone and per the patient was now empty and was still alarming, multi tone. The patient stated they went through withdrawal, though no specific symptoms reported, was rough. No further complications were reported or anticipated.